Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 12sep2016. The heartmate ii lvas IFU is currently available. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6), and a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 2 inches from the pump housing, a middle portion measuring approximately 13 inches was returned, and the distal portion measuring approximately 20 inches was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed or adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was previously admitted for driveline (dl) prior to (B)(6) 2021.

Manufacturer narrative:
Section b5: previous admissions for driveline infection reported under manufacturer report numbers 2916596-2021-02926 and 2916596-2021-02926. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent heartmate ii to heartmate ii exchange on (B)(6) 2021 due to on persistent driveline infection. Original inflow cannula and outflow graft remain. Heartmate ii pump exchanged successfully via subcostal incision. It was reported that the patient received a pump exchange (motor only) due to persistent driveline exit site and pump pocket infection with wound cultures positive for pseudomonas. The patient was admitted on (B)(6) 2021 for intravenous antibiotic therapy for long standing driveline infection. Patient was discharged home (B)(6) 2021 after pump exchange.